Event description:
During review of the in-house programming history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2014. A faulted system diagnostics occurred and the device was interrogated and found to be at faulted settings. The device was programmed and interrogated prior to the patient leaving the clinic. However, the "off" time was not corrected and the patient left at inefficacious settings. The device was programmed to intended settings on (B)(6) 2014.